Manufacturer narrative:
This report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient underwent removal and revision due to a broken tfna nail (tfn-advanced proximal femoral nailing system) devices. The patient was initially implanted with tfna devices on (B)(6) 2020. The event was discovered during the patient's follow up visit with the surgeon. The procedure and patient outcomes are unknown. Concomitant devices reported: tfna helical blade (part number unknown, lot unknown, quantity 1), locking screws (part number unknown, lot unknown, quantity unknown). This report involves unknown nails: tfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided in the attachment(s) ¿ (B)(4) additional information with x-ray image received on june 9, 2020".the image(s) was reviewed, and the complaint condition could be confirmed as the tfna nail was broken near the helical blade insertion. Since the device was not returned, dimensional, material and drawing reviews are not applicable. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4. The complaint device was not received for investigation. The following investigation is based on the image(s) provided in the attachment(s), "(B)(4) additional information with x-ray image received on (B)(6) 2020". The image(s) was reviewed, and the complaint condition could be confirmed, as the tfna nail was broken near the helical blade insertion. Since the device was not returned, dimensional, material and drawing reviews are not applicable. During the investigation no product design issues or discrepancies were observed, (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.